Event description:
It was reported that the device was in backup vvi mode. A software download was performed but was unsuccessful. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found the device in reset due to an anomalous component within the high voltage circuitry.